Manufacturer narrative:
B3: the complaint was not able to provide the event date. Therefore, the date populated is being used as an approximate. H6: device code a1401 is being used to capture the reportable event of balloon deflated. Device code a150207 is being used to capture the reportable event of device difficult to remove. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was being removed during a procedure performed on (B)(6) 2025. During the procedure, it was noted that the balloon was ruptured and tearing. It was difficult to pass the balloon through the upper esophageal sphincter, so it was repositioned back into the stomach. The physician then changed the gastroscope, and the balloon was successfully removed. There were no patient complications reported as a result of this event.